Event description:
The manufacturer field service technician reported that the device had run-on while it was being serviced at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.